Event description:
Information was received from a consumer regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain use. The patient reported that the handset always lagged at 90 percent when connecting to ¿myptm¿ application or to deliver a bolus. It would only take seconds to go from 10 percent to 90 percent but then it took over 2 minutes to go the last 10 percent. During the call, the agent walked the patient through clearing the data and the patient closed all the applications. The patient was able to connect to ¿myptm¿ application like normal.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software product ID hh90t01. Serial# (B)(6): product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.